Manufacturer narrative:
(B)(4). Batch # n5439p: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open liver resection procedure, the surgeon tried to use the device on a big vessel but there was no stapling and cutting. They changed the cartridge to try the stapler itself to repeat the stapling and cutting, but again there was no success. Another like device was used to complete the procedure. The procedure was delayed by three minutes. There were no adverse consequences for the patient reported.